Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the stent came off the delivery system and deployed in an unintended location. No patient complications were reported and the patient's status was fine.